Event description:
Ous MDR - after an implantation time of approx 65 months, syncopes were reported.

Manufacturer narrative:
Ous MDR - the visual inspection revealed scratches on the front of the pacemaker housing. Slight blood residuals were found in the lead ports. The mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bores were within is-1 standards. The set screws were effectively contacting the connector pins and could be easily screwed in and out. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector could be inserted and connected to the device. Upon incoming inspection, the pacemaker stimulated with the following parameters: vvi mode / 35 ppm / 2.5 v / 0.4 ms / unipolar. The lead check was activated. Therefore, after explantation, the pacemaker switched into unipolar polarity. The pacemaker was subjected to a complete final acceptance test and there was no indication of sensing and/or pacing problems. Additionally, the pacemaker was subjected to a long-term pacing tests. The pacing test confirmed a permanent pacing of the device. The analysis of the follow-up data showed that the pacemaker was programmed to ddd-mode / 60 ppm. The atrium was programmed to 2.5 v @ 0.4 ms. Active capture control was activated in the ventricle. The last measured threshold was 1.2 v, therefore, the ventricular amplitude was set to 2.5 v. For both channels polarity was programmed bipolar and lead check activated. The review of the statistics confirmed a slightly increased number of refractory senses and an increased number of sensing >=180 ppm in the ventricle compared to older follow-ups. The initially stored hvr iegms could not be reviewed. Iegms were displayed and stored in the ics 3000 only after selection and interrogation of the specific iegm during follow-up. Pace markers were not observed during the stimulation pauses. In summary, this pacemaker did not show any sign of a material or manufacturing problem. The combination of the refractory senses and the missing pace markers lead to the assumption of oversensing, leading to inhibition of the pacemaker. A root cause for pacemaker triggered oversensing was not observed during analysis.